Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type recharger product ID 97755-s, serial# (B)(6), product type recharger was returned and the analysis shows that high reading na low reading na no anomalies were visually observed. Intermittent no device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to charge their implanted neurostimulator (ins) and had been stuck on the checking recharge qu ality screen for the last 5 minutes. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the controller powered on. The patient then blew air into the controller port and reconnected the recharger to the contro ller. The patient said they had been seeing poor recharge quality. The patient stated they had seen that message a lot recently. The patient confirmed they had not had any falls or trauma to the area where their implant was. The patient inspected the paddle and said it was " worthless" and the paddle had to be within a micrometer of where it was supposed to be. The issue was not resolved. A request was sent to the repair department to replace the recharger. The patient was very escalated on call. The patient stated they were going to see their cardiologist on thursday, but was escalated asking what to do if they cannot turn stimulation off. Agent advised patient to continue to charge implant as much as possible and told patient that the stimulation will turn off if implant does deplete. Agent ended call due to patients escalation and nature of call. The patient (pt) asked how to turn therapy off for their cardiologist appointment on thursday. The pt asked on how they can turn off the stimulation. Agent walked the patient through to turn off the stimulation. Pt stated for over 5 mins, the controller keeps on looking for a device with or without the recharger and they had to put the controller closer to the ins to locate it. During the call pt stated when charging the ins the quality kept on going back and forth between excellent and good connection without moving and their ins charge level was at 70%. Agent reviewed recharger replacement. Pt asked on what they would do if the same issue happened when they were in the cardiologist's office. Agent reviewed information to save the ins charge level and provided ts phone number. Pt also asked for the name and number of the rep available in their location. Agent provided the nas phone number and redirected pt to their hcp to help them page a rep. Patient called back and mentioned their recharger was replaced. Patient mentioned when they were charging last night the magnet of the recharger got so hot you can cook on it. Patient mentioned the all of a sudden the controller showed software problem 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient mentioned they reset the controller and the message was cleared now. Patient also noted the controller was getting warm and the recharger got so hot. Agent instructed patient to plug the controller into the wall; patient confirmed a green blinking light on the controller and controller showed 70% recharging and implant 90%. Agent instructed patient to start a charge session with their original recharger and patient mentioned the charge quality was fluctuating from good to excellent. The issue was not resolved. A r equest was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.